Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery. The 3.0 x 80 mm armada 14 balloon catheter was prepared per the instructions for use and advanced without issue. The balloon began to be inflated; however, some contrast was seen leaking from the guide wire port. The balloon was used successfully and removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the leak was able to be confirmed. The root cause of the hub leakage was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.